Event description:
Caller states that, the device read 8.0 inr and 7.9 inr during duplicate testing while a lab result read 5.39 inr. Comparison was reportedly performed within 15 minutes. Caller is unsure which strip lot produced each result. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used: 377a d4, 2007-12, international test strips.